Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider reporting that the date and time of the motor stall was (B)(6) 2026 at 5pm and the motor stall recovery occurred on (B)(6) 2026 at 3:27pm. The patient was admitted overnight for observation: pump working. Patient's intrathecal baclofen was increased and the patient was discharged home.

Event description:
Information was received from a healthcare provider regarding a patient receiving gablofen/baclofen via an implantable pump. The indication for use was multiple sclerosis and intractable spasticity. The healthcare provider reported that the patient had an MRI yesterday afternoon and they met with the patient at home today to check the pump. The caller stated the pump was still showing that the motor was stalled. The healthcare provider was asked if the patient had any signs or symptoms of withdrawal and the caller stated the patient said no, the patient was on a relatively low dose of baclofen (134.3 mcg/day). The caller stated they heard an alarm when she interrogated the pump, but they only heard it one time and they have not heard it again. The caller mentioned that they changed the patient's medical record number and re-interrogated the pump multiple times, but the pump had not recovered from the stall. The issue was not resolved through restarting the tablet, multiple interrogations and troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.